Event description:
An account experienced high calcium results each time a reagnet bottle was changed. The field service representative found the r2 probe was leaking at the fitting and repaired the instrument by tightening the fitting.